Event description:
Reporter alleged obtaining a result of 348 mg/dl on compact plus system 1 compared back to back with a result of 145 mg/dl on compact plus system 2 when testing was performed within 10 minutes. Reporter stated that she self-treated with orange juice, a glucose tab, and food 45 minutes prior to the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. (B)(4)